Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On unreported dates, the patient began treatments for the peritonitis with injection (inj.) Vancomycin (one gram in the first bag every fifth day) and inj. Magnova (one gram in first bag, than 500 mg in each exchange for 14 days). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.